Event description:
It was reported that after closing the pocket, the device shocked the patient, displayed noise on the egms, and vibrated. The device could not be interrogated successfully and was found in backup vvi mode. The device was still on when the physician was using cautery to close the pocket. The pocket was re-opened and the device was replaced.

Manufacturer narrative:
Na